Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was between 600-699 mg/dl. Customer administered a manual injection to address their bg level.